Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced syncopal attacks. The right ventricular lead had high thresholds after implant and was revised at that time. The lead continues to have high thresholds. The device also had a pacing problem. Reprogramming was done and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.